Event description:
Customer reported low flow gas readings from the gas module. No patient injury was reported.

Manufacturer narrative:
Service representatives replaced broken o2 connector. Replaced the small diameter tubing between the o2 filter and the o2 sensor. Performed the recommended 12 and 24 month preventive maintenance. Tested, calibrated and safety checked unit to factory specifications.